Event description:
It was observed during olympus in-service that the steps of pre-cleaning of subject device were performed in the incorrect order and steps were abbreviated according to our IFU (instructions for use). Olympus observed abbreviated suctioning of air, during the suction of the suction channel, and abbreviated flushing of air and water during the air/water cleaning. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection however, the reported failure was confirmed by the repair reduction in-service. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: abbreviated suctioning of air, during the suction of the suction channel, and abbreviated flushing of air & water during the air/water cleaning. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer